Manufacturer narrative:
The device was received for evaluation. During functional testing, a constant door open alarm was reproduced. A review of the event history log revealed multiple 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose link screw on the link assembly. The link requires adjustment to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant door open. This occurred during programming/ setup. There was no patient involvement. No additional information is available.